Manufacturer narrative:
The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on channel tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the specifications, due to wear of angle wire, the play of up/down knob is out of the specification, scratches and chips throughout the device, due to clogging of nozzle, water removal ability and air supply volume does not meet the specifications, adhesive around objective and light guide lens have white clouded areas, universal cord has a wrinkle, and plastic distal end cover has a burn. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a weak water supply. During inspection and evaluation, the nozzle was noted to be clogged. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.